Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was discolored and appeared black in color. During troubleshooting with tandem technical services, the insulin was found to be clear during priming. The contact stated that it was possible that the color of the clothing could have transferred onto the tubing. The customer's blood glucose level was upper 300 mg/dl at the time of the reported event. Additionally, the customer reported that the "site was bad", however cts could not confirm any damage or issue with the infusion set. The customer delivered a bolus to address bg level. The customer's blood glucose was 153 mg/dl while contacting cts. The customer had changed out the supplies and resumed insulin therapy.